Event description:
It was reported that the patient's inflatable penile prosthesis pump did not work in the physician's office. A month later, the pump was replaced. The patient was doing well. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.